Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display went blank after changing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: the pump booted on with sound and vibration. The display screen was observed to be blank. Testing of all keypad buttons and audio bolus button responsiveness was prohibited due to the blank display screen. The pump cover was removed to inspect and the display screen was observed to be cracked. The cracked display screen was removed and replaced with a new test screen and functioned normally.